Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly showing an error message and caused application to crash. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, e1, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device application crash due to an unapproved knowledge base was installed on the station. A technical support specialist dialed to station uninstalled the knowledge base, changed the configuration of the device from install mode to manage mode, checked medapp running good and database under threshold. The system functioned as intended after assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device application crash due to an unapproved knowledge base was installed on the station. A technical support specialist uninstalled the knowledge base to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly showing an error message, causing machine to not function. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.